Event description:
Patient states that he woke up shaking and his temperature on the blanket cooler was low (95 degrees). Nurse and cnl came to his room and removed the cooling blanket. Core temperature measured by hyperthermia unit reading 95.5f with auto cut off setting of 99f. Connections verified and core temp probe properly inserted and operating. Temperature was taken about five minutes later and was 97 degrees orally. Patient complained of uncontrolled shivering and was placed on oxygen due to his desaturation from shivering. The patient's temperature was monitored throughout the night and rose to a maximum of 101.8. The patient is stable at this time. Blanket cooler was picked up by tech management in the morning.